Manufacturer narrative:
Findings: pump received with cracked case at the display window corner, broken reservoir tube lip, cracked case, missing reservoir tube o-ring and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there are cracks on reservoir and battery compartments. The customer was running and her pump fell and cracked. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.